Manufacturer narrative:
A 3rd party service representative performed a checkout of the system and confirmed the stated issue. The needle valve of adjustable scavenging system was cleaned to resolve the issue.

Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, the sustained patient airway (paw) alarm occurred. There was no reported patient involvement.